Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 03-jan-2023. H6 investigation summary: customer returned a total of 20 unused 4mm, 32 gauge nano pro pen needles from lot 1306604. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured, the results of which are featured below: 1. 0.0090 in. 2. 0.0091 in. 3. 0.0091 in. 4. 0.0093 in. 5. 0.0092 in. 6. 0.0092 in. 7. 0.0091 in. 8. 0.0092 in. 9. 0.0091 in. 10. 0.0090 in. 11. 0.0093 in. 12. 0.0092 in. 13. 0.0092 in. 14. 0.0092 in. 15. 0.0091 in. 16. 0.0092 in. 17. 0.0091 in. 18. 0.0093 in. 19. 0.0092 in. 20. 0.0092 in. All of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. Each of the pen needles was attached to a test pen, with saline being pushed through the system and out the distal tip of the pen needle each time. Lastly, each of the needles were applied to a skin analog and no bending of the cannula was observed after use. No damage to the needles of any kind was observed and all functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: around half the time, it feels like the needle is clogged and will not transfer medication from the pens into the subq space, no matter how hard I press on the injector.

Event description:
It was reported that the bd nano 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: around half the time, it feels like the needle is clogged and will not transfer medication from the pens into the subq space, no matter how hard I press on the injector.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  (B)(6) has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: around half the time, it feels like the needle is clogged and will not transfer medication from the pens into the subq space, no matter how hard I press on the injector.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.